Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events. Also stated in IFU are major adverse events associated with the surgery including hemorrhage. Addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. In addition the instructions for use (IFU describes and outlines steps to attach outflow graft to lvad pump and the procedure for outflow graft anastomosis. As per IFU excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. Outflow graft attachment to the pump should be performed by a surgeon, physician's assistant or surgical assistant trained in the procedure. If the outflow graft is too short or too long, it may kink. Prior to chest closure ensure that the graft is not kinked or compressed. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient was "returned to operating theatre for resternotomy." Patient had "active bleeding through the weave of the lvad outflow graft, resulting in "low hb." It was also stated that the site performed "clot removal, pleural effusion drainage, glue applied to weaving, and anticoagulation was reversed." "Chest remained open with packs until (B)(6) 2015 when closed." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Additional information was provided. It was stated from the site that the surgery was successful and the bleeding was stopped. It was further stated that it was not sure what the cause of the bleeding was through the weave of the graft but it was not considered to be a graft failure. It was also said that this type of issue has not been seen before. The patient is said to be "convalescing satisfactorily" and is about to be listed for heart transplantation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.